Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: sedrl1 implantable pulse generator (ipg) implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
Additional information received indicated there is ventricular refractory following ventricular paces at high sensitivities and poss ible paradoxical undersensing due to quiet timer blanking. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported there was right ventricular oversensing of the paced qrs intermittently resulting in ventricular refractory. Programming parameters were adjusted and changed the post ventricular atrial refractory period to a shorter fixed value. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4) - the lead was not returned for analysis. However, performance data collected from the device was re ceived and analyzed. It was noted the ventricular refractory (vr) follows a ventricular pace (vp) when programmed to 4.0 millivolts (mv) but not 2.8 mv. Quiet timer blanking. Quiet timers hold the sense amp in blanking until the sense amp remains quiet (stops ringing) for 32 milliseconds. At 4.0 mv, the amplifier doesn¿t ring as hard and long, so the quiet timer times out sooner, ending blanking and the sense amp detects a late deflection in the r-wave. At 2.8 mv, the amplifier rings harder and longer and keeps the quiet timer blanking active beyond the late deflection.